Manufacturer narrative:
Omit : c20 - no findings available. Additional information : imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the 8300 failed co2 calibration was not identified by bd tech support during the customer call. It was recommended that the unit be returned to the depot for repair.

Event description:
It was reported that the 8300 failed co2 calibration. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8300 failed co2 calibration. There was no patient involvement.